Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the cutter device could not be inserted in to the attachment as the inner and outer rings of the front ball bearing were separated and the balls are missing. It was further observed that the cooling grooves of the cone are milled off, the cone tip was flared out, the ball bearing fell apart, and the extension sleeve was damaged. The device also failed pretest for visual and cutter insertion. It was noted that the temperature, lock operation and vibration assessment could not be performed as the cutter could not be inserted due to a broken bearing, reported condition (unusually warm) was found to be due to the damaged bearing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.